Manufacturer narrative:
The affected device was returned for evaluation. Functional testing was performed. Confirmed customer complaint of ¿latch lock sensor defective¿ through latch lock test. It was determined that the latch lock sensor was the probable root cause. The latch lock sensor was replaced. Visual inspection was performed. The unit passed all testing criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the latch lock sensor experienced a malfunction. The event occurred during testing. There was no patient involvement.